Manufacturer narrative:
Correction: on initial MDR the product code of a040604 was an error. It should have been a040609 on the original MDR. The reported complaint was not observed as insufficient sample was returned for analysis. Received items are intraocular lens (iol) carton, iol lens case lid, patient information card, implant reply card, instructions for use (IFU) and a sheet of secondary labels. No lens returned. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during loading process of an intraocular lens (iol) implant procedure, trailing haptic of the intraocular lens failed to unfold. The surgery was completed on the same day and there was no patient contact.